Manufacturer narrative:
(B)(4). Other device used: catalog #00114204144, mini magna-fx cannulated screw, lot #62680812, catalog #00114204144, mini magna-fx cannulated screw, lot #62680812, catalog #00114204146, mini magna-fx cannulated screw, lot #62480810. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a broken cannulated screw. Once the cannulated screw was removed fragments from the screw was found in subcutaneous tissue and removed.

Manufacturer narrative:
No product was returned for review so no physical evaluation could be conducted. Review of the device history records indicates the devices were manufactured to specifications. These devices are used for treatment. As no product was returned and the fracture sites could not be examined, there is insufficient information provided to determine the exact root cause of the fractures.